Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the escape button sticks when you press and had to press more than once. It was reported that they had cracks near reservoir area, cracks near battery area and lots of scratches on the screen. The insulin pump will not be returned for analysis.